Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, there was a delay in diagnosis when the issue was identified. Onsite inspection of the system identified that the live monitor failed. Fse replaced the lcd monitor live and performed the tests operating monitor, all functional tests passed. After which the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the live monitor for the allura device had a defect. No patient harm was reported. A philips engineer visited site and replaced the monitor. The device was returned to expected functionality.